Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited the error message "erroneous parameter values were detected". The device was programmed to nominal settings.